Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Sent: 5/6/2024 8:44 am to: customer service.(B)(4) subject: bd nano pro ultra fine pen needles 4mm I am having issues with said needles 1 in 10 needles do not work, have to switch to new one waisting the other. So far I'm about three quarters of the way thru box I am having issues with said needles 1 in 10 needles do not work, have to switch to new one waisting the other. So far I'm about three quarters of the way thru box ref (B)(4) lot. 3172408 mfg 2023-07-02 exp 2028-06-30.

Manufacturer narrative:
7 pen needle units impacted by this event. See enclosed medwatch section c completed.